Event description:
It was reported that the patient missed a refill that resulted in an empty pump. The empty reservoir alarm occurred on (B)(6) 2013. The alarm was not erroneous and the pump was confirmed to be empty at the time of the alarm. The pump was reportedly not refilled at the site and there was no record of the pump being refilled. The patient experienced increased pain as a result. The entire system was explanted on (B)(6) 2014. The patient recovered without sequela. The pump was used to deliver fentanyl and bupivacaine. Please refer to mfg. Report# 3004209178-2014-14122 for the events surrounding the removal of the system.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n157278007, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter.